Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014, 430-07 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report having trouble connecting the signal with the newly implanted device. The patient was not able to send a transmission to clinic. The device remains in use. No patient complications have been reported as a result of this event.